Manufacturer narrative:
H3, h6: product 9735825, lot number: 1600452720 was received by the manufacturer for analysis. Reported problem could not be duplicated. The em interface unit was connected to a test system for over 5 hours. Em interface functioned normally without failure. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735825, lot number: unknown h3/h6: the system was serviced in the field and the instrument interface was replaced. Codes b01, c07, and d02 apply.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a catheter placement procedure. It was reported that instruments were not able to be tracked after registering the patient. The site swapped out the breakout box to continue the procedure and instruments could be tracked. They reported a max geometry error on the navigation pointer. The site noted there was "lots of metal in the field". They reported that the metal would be removed prior to continued use of the pointer. There was a delay of less than one hour. There was no impact on the patent's outcome.